Event description:
Reporter indicated the patient underwent generator replacement surgery because the generator was at normal end of service. After the new generator was connected, high lead impedance was received on a diagnostic test. Intra-operative troubleshooting did not resolve the issue. After the lead was replaced, the impedance was ok. The explanted products have been returned to the manufacturer and are pending product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.